Manufacturer narrative:
The batch lot information has not been provided; therefore, we have been unable to review the manufacturing batch records. The device was reportedly disposed of by the end user; therefore, no physical or visual analysis can be performed. Review of the directions for use notes the reported event as a potential adverse event associated with the use of the device. A combination of patient and procedural factors appear to have caused or contributed to this incident. Additional information has been requested, including an event date. If additional information is received, a follow-up medwatch report will be submitted. Product disposed.

Event description:
As reported: "a kink was produced when initiating a cross through the aortic arc. The arc wasn't wide enough, there were calcium plaques in the superior wall. The indicated protocols were performed, but it was not possible to cross the arc. It was decided to use a second valve #23. The lotus valve is used with the safari guidewire which is introduced first, the pericardial effusion was probably generated by that medical product. The patient after being hospitalized, died." Additional information received: the safari guidewire was used in the first attempt with a lotus valve but the valve kinked while crossing the aortic arc and was replaced with another valve. In the secondary attempt, a lunderquist and buddy wire were used as extra support structures to give strength and rigidness, the pericardial effusion was probably generated by any of the mentioned medical products. Events leading to the patient's death: during the procedure, the patient progressed with hypotension requiring inotropic drug treatment, therefore, an echocardiography is performed evidencing severe pericardial effusion, an emergency evacuating pericardiocentesis is performed with 110 ml debit. This is a subproduct of the intents of advancing towards the aortic ring with the difficulties it presented (calcification and tortuosity) as well as a punctured sinus of valsalva. The patient was stabilized and hospitalized.